Event description:
Customer reported no ECG waveform or gas readings on a passport 2 monitor which may have resulted in a loss of ECG and gas monitoring. No injury was reported.

Manufacturer narrative:
Svc rep could not confirm the reported function. Cables were reseated and the units were calibrated and safety tested to factory specifications.